Event description:
A report was received that the patient had charging issue and pain at the side of the ipg or tenderness around the pocket site. The patient was provided treatment.

Event description:
A report was received that the patient had charging issue and pain at the side of the ipg or tenderness around the pocket site. The patient was provided treatment.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that there will be no further course of action.